Event description:
It was observed that during the device evaluation the colonovideoscope exhibited white foreign objects in the air/water tube and the jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. The most probable cause of the failures is known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short and long-term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.